Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cath lab during product prep when the balloon would not inflate. As a result, the catheter was not used. A new kit was opened and used successfully. No medical/surgical intervention was required. No delay or interruption in therapy was noted. There was no reported pt death, intervention or injury. The pt outcome is good.